Manufacturer narrative:
The customer returned a cf-hq190l videoscope with serial # (B)(4) for an evaluation. The scope¿s bending section movement was inspected and observed the flex back-movement when releasing the knob (testing in the free position). Additional tests were performed with the locking lever in the engage (lock) position and scope did not straighten. This is due to the control knobs being in the locked position. The scope had a snake like appearance during the manipulation on the up/down knob. The scope was inspected by the service center¿s estimation group and found play on both control knobs. The angulation reading is within servicing standards. The grip section, guide plate and stopper were removed to evaluate the angulation wires condition. It was noted tha the up angulation wire was stretched and it was set at the number 3 slot on the c-end. There were no anomalies noted on the other angulation wires. In-addition to these findings, the cp-plate-90 was loose; this was visually observed during the manipulation of the control knobs with the grip unit removed. A close inspection of the cp-plate-90 found 2 screws that secure the plate were completely loose. The 2 screws were removed and noted the bottom side of the cp-plate does not have any evidence of es-8s adhesive applied. The scope¿s servicing manual (17rm686) on page 18, article 4.2 states ¿apply es-8s adhesive to the entire back of the cp-plate-90. Important: the adhesive must be applied to the specified areas¿. A review of the instrument history revealed the most recent major repair was a full factory refurbishment. At the time of service, the scope ID has a reading of 1,527 uses. The scope ID now has a reading of 442 usages. Based on the evaluation and findings, the users¿ reported complaint was able to be confirmed when performing the angulations test under the engage (locked) position of the knobs. However, when testing in the free position, the scope bending section was able to flex back in the neutral position normally. For the loose cp-plate-90 and no adhesive applied, this is attributed to improper assembly during the full factory refurbishment service event as the screws were not properly torqued and the adhesive step was not performed.

Event description:
The service center was informed that during an unspecified procedure, scope¿s angulation knob would not straighten bending section stuck in retroflex position. It is unknown if the intended procedure was completed. There was no patient injury reported.